Manufacturer narrative:
No conclusion can be drawn as no repair information is available. Customer refused service.

Event description:
The customer reported the system would not boot up. No report of patient injury.